Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 4.5 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports insufficient bone quality and quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 4.5 months after the dental implant and abutment were placed in (B)(4) site 4 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports insufficient bone quality and quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).